Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Concomitant medical products: femto laser, sn (B)(4); wavelight, sn (B)(4). Device manufacture date: unknown, as the lot number of the device was not provided. (B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported loss of suction in the right eye (od) of a male patient after 80% of flap created with an intralase patient interface (pi) after the laser fired. They reapplied suction and completed flap creation and surgery was completed successfully. The patient did not experience loss of best corrected visual acuity. There was no oral steroid prescribed, no topical steroid dosage was increased and no flap lift and rinse performed. There was no problem reported with the patient and no secondary surgical intervention was required. The patient had no comments or complaint. Best corrected visual acuity (bcva) in right eye (od): (pre-op 20/25). Best corrected visual acuity (bcva) in left eye (os): (pre-op 20/20). Pre-operative refraction: right eye (od) was 20/25 -6.25 x -.50 x 5. Left eye (os) was 20/20 -5.50 x -1.50 x 83.